Event description:
It was reported that the patient developed an infection in the thoracic incision site. It was unknown if it was device or procedure related. No device malfunction was suspected. Additional information was received that the patient had impaired wound healing, leakage from the implantable pulse generator (ipg) site and oozing at the thoracic scar. The patient underwent an explant procedure. Additional information was received that the patients infection was incision related. The patient underwent an explant procedure wherein all devices were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6) /(B)(6). Batch: 7081254/7081711.

Event description:
It was reported that the patient developed an infection in the thoracic incision site. It was unknown if it was device or procedure related. No device malfunction was suspected.

Event description:
It was reported that the patient developed an infection in the thoracic incision site. It was unknown if it was device or procedure related. No device malfunction was suspected. Additional information was received that the patient had impaired wound healing, leakage from the implantable pulse generator (ipg) site and oozing at the thoracic scar. The patient underwent an explant procedure.